Event description:
A user facility reported a spot on an intraocular lens (iol). There was no pt involvement.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The anterior optic surface was scraped, and had small torn or cracked areas. No foreign material or spots on the lens other than dried solution or blood were observed. While we were unable to determine the origin of the damage, our observations reasonably suggests the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/2009 by mail. A completed questionnaire was received on 06/22/2009. This report was mailed to FDA on: 07/10/2009.